Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pf114 faradise clinical study, subject ID: (B)(6). It was reported that a patient experienced the recurrence of an atrial fibrillation. Index pulsed field ablation (pfa) to treat an atrial fibrillation with a farawave pulsed field ablation catheter was performed on (B)(6) 2023. Recurrence of an atrial fibrillation was noted on 31jul2024. The patient underwent a re-ablation on the right superior pulmonary vein (rspv) to solve the issue, and it was completed successfully. The patient was discharged from the hospital on (B)(6) 2024. The event is considered as resolved. The device is not expected to return for laboratory analysis.